Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a sore under one of the ECG electrodes. The patient's nurse advised the patient to use lotion and neosporin on the irritation. The irritation was improving.